Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. The service engineer (se) inspected the device. The se found that the on/shutdown switch was faulty. The se replaced the front bezel assembly and the ventilator passed all testing.

Event description:
It was reported that the ventilator generated an alarm for a bad battery. The customer replaced the battery and then the ventilator did not power on. No patient involvement. Event date not specified, estimate used.